Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right ventricular (rv) lead experience a dislodgement, as a result the lead was repositioned however during the procedure the helix would not extent. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
This right ventricular (rv) lead experience a dislodgement, as a result the lead was repositioned however during the procedure the helix would not extent. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.